Manufacturer narrative:
Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned dry, in specimen cup. Visual inspection found residue on lens, torn haptic, torn haptic piece missing. Claim# (B)(4).

Event description:
The reporter stated that 13.2mm micl13.2, -7.5 diopter, implantable collamer lens flipped upside down in the eye when it came out of the injector. The lens was removed and the backup lens was implanted within the same surgery. There was no patient injury and the cause of event was unknown.